Event description:
It was reported that the iLet pump stopped charging despite correct placement on the charging pad and attempts with multiple power outlets, resulting in the device losing battery and dosing being stopped with a reported blood glucose value of 245 mg/dL. A replacement charging pad was provided, and subcutaneous insulin via pen was used to manage glucose. Symptoms included hyperglycemia, increased thirst, and dizziness. Outcomes included an unexpected medical intervention requiring medication and classification as a serious illness or impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a charging problem associated with the battery charger and identified a power source problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.